Event description:
The customer reported that a sample barcode was misread by summit sample handler. No error message was given. An htlv-I assay was being run. An ortho field service engineer was dispatched. The customer has returned the original barcodes and plate map for investigation. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint number 97-04020-08.